Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 78-year-old male patient, the device prompted "no shock advised" for a rhythm clinicians believed to be shockable. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the data file shows the device functioned as designed. The g5 rhythmx software has a safety feature that considers the shock non-committed, which means the device may advise a shock and then cancel the shock before it is delivered. The device continually analyzes the rhythm and can identify changes in shockability criteria. If the patient's rhythm changes to a non-shockable rhythm, the device will prompt to the user that the rhythm has changed and the shock has been cancelled. The user has been recommended to review the device's operator's guide. No trend is associated with reports of this type.